Event description:
Procedure performed: breast reduction. Event description: the surgeon used eb240 for breast reduction. The surgeon used voyant to seal and cut trough breast tissue. When the surgeon attempted to cut the tissue after sealing, the blade got stuck/out of position, and the jaws got locked in closed position. The instrument was replaced with another voyant (with the same lot number as the first one). Unfortunately, the same problem occurred with this one. A third voyant was opened, and the operation continued without further problems. Additional information received by applied medical rep via email on 10mar2026: it was the eb217. Additional information received by applied medical rep via email on 12mar2026: no visual or audible damage prior to the incident. The jaws were unresponsive when the surgeon actuated the handle level. The blade was not able to spring back automatically. The jaws were locked onto tissue. The jaws were opened by force using a surgical tweezer. No tissue damage or bleeding. The first one stopped working within the first 3-4 activations, with the second voyant the problem occurred towards the end of the operation. Intervention: device replacement. Patient status: patient status ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.